Event description:
According to the reporter, during a lung volume reduction surgery, upon lung wedge resection, the jaws would not open and were locked on the tissue. It was reported that the laparoscopic procedure was converted into an open surgery due to the device problem, and the incision was extended by more than one inch, which led to an extended surgical time of more than 30 minutes. An extra piece of lung tissue had to be stapled off in order to remove the stapler, and another stapler was used to staple the stuck reload and adapter out.

Manufacturer narrative:
D10 concomitant product: sigtrsb45amt - sigtrsb45amt 45mm med thk reinforced rel, lot# n3e0410y sigphandle - sig power sigphandle handle, serial# (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the firing rod was noted to be out of home position and extended outward. There was damage noted to both sides of the firing rod's tip. There was also damage to the top and bottom of the firing rod's tip. It was reported that the were locked on the tissue and there was extended incision. The reported issues were confirmed. The most likely cause was traced to another device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the firing rod was noted to be out of home position and extended outward. There was damage noted to both sides of the firing rod's tip. There was also damage to the top and bottom of the firing rod's tip. It was reported that the jaws would not open and were locked on the tissue. The reported issues were confirmed. The most likely cause was traced to another device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.